Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 429 mg/dl at the time of the incident. Another blood glucose level was 446 mg/dl. The customer was assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as nausea, dry mouth, thirst, frequent urination. The customer was treated with manual injection/insulin pen. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. Customer reported 15 insulin flow blocked alarm. The customer was advised to performed 5.0 unit fixed prime/fill cannula. The customer stated that the insulin exit tubing the device will not be returned for analysis.